Event description:
It was reported that the patient got a terrible urinary tract infection from purewick female external catheter and was hospitalized. Patient had been using the purewick product for less than 90 days. It was unknown what medical intervention was provided for urinary tract infection. Per customer contact via phone on (B)(6) 2022, customer stated that they were given an antibiotic and pain medication in the hospital for the urinary tract infection they had from using the purewick. Patient was unable to provide the name of either medication they received. Patient has discontinued use of the purewick. Patient stated that they believed there should be better diagrams available for wick placement help because they believed that placing the wick too low was what led to urinary tract infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible". The DHR review could not be performed without a lot number. Based on the results of the investigation, no additional actions are needed. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "precautions: not recommended for patients who are: agitated, combative, or uncooperative and might remove the purewicktm female external catheter experiencing skin irritation or breakdown at the site". " recommendations: ensure the purewicktm female external catheter remains in the correct position after turning the patient. Remove the purewicktm female external catheter prior to ambulation. Properly placing the purewicktm female external catheter snugly between the labia and gluteus holds the purewicktm female external catheter in place for most patients. Mesh underwear may be useful for securing the purewicktm female external catheter for some patients. ¿ assess device placement and patient¿s skin at least every 2 hours. ¿ replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood. Change suction tubing per hospital protocol or at least every thirty (30) days". H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient got a terrible urinary tract infection from purewick female external catheter and was hospitalized. Patient had been using the purewick product for less than 90 days. It was unknown what medical intervention was provided for urinary tract infection. Per customer contact via phone on (B)(6) 2022, customer stated that they were given an antibiotic and pain medication in the hospital for the urinary tract infection they had from using the purewick. Patient was unable to provide the name of either medication they received. Patient has discontinued use of the purewick. Patient stated that they believed there should be better diagrams available for wick placement help because they believed that placing the wick too low was what led to urinary tract infection.